Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board (acb) was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.